Manufacturer narrative:
A definitive root cause could not be determined. The patients' samples from october were returned for investigation. The first patient's investigation result was negative, which was not in agreement with the customer's result. The second patient's investigation result was positive, which was in agreement with the customer's results. The investigation results were considered correct. A final interpretation of these results, in context with the patient's previous results is not possible due to the discrepancies observed with the customer's results.

Event description:
The customer alleged they received questionable igg antibodies to toxoplasma gondii (toxg) on their e601 analyzer. The customer provided data for two patients. The first patient's initial toxg result was 0.13 ui/ml and it was negative. The sample was centrifuged again and tested twice. The results were 8.25 ui/ml and 8.99 ui/ml and they were positive. On (B)(6) 2013, the first patient had a new sample tested and the result was 8.60 ui/ml and it was positive. The sample was centrifuged again and the result was 0.13 ui/ml and it was negative. The customer stated a negative result was reported outside the laboratory for the first patient, but did not specify which negative result. On (B)(6) 2013, the second patient, a (B)(6) woman, had an initial toxg result of 0.13 ui/ml and it was negative. On (B)(6) 2013, the second patient had a toxg result of 4.9 ui/ml and it was positive. For the second patient, the customer stated "result near cutoff was send to reference laboratory with negative results of toxo igg and toxo igm". Information on whether the second patient's results came from the same sample was requested but not provided. Information on which results were considered correct was requested but not provided. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. Information on whether the patient was adversely affected was requested but not provided. The customer provided toxg reagent lot numbers of 169150 and 171242. Information on which patient was tested with which reagent lot was requested but not provided. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.